Event description:
Customer in the (B)(6) reports that during the case, some black liquid leaked onto the operating site/pt. The drill was being used when the surgeon realized that the drill was leaking black fluid. Surgeon reported that he was able to wash everything out of the wound. No injury, but medical intervention required.

Manufacturer narrative:
The drill has not been returned for eval yet. The user did not know which serial number was used during the case in question.